Event description:
It was reported the patient received inappropriate shocks from the right ventricular (rv) lead due to a suspected lead fracture and noise. It was also reported the lead integrity alert triggered for the rv lead having oversensing. Also the rv lead pace/sense impedance was greater than 3000 ohms. The high voltage therapies were turned off until the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found the lead integrity alert triggered with a patient alert for lead failure predictor on (B)(4) 2012. Also, oversensing with ventricular non-sustained tachycardia (nst) less than equal to 210 ms on (B)(4) 2012 and ventricular fibrillation equal to 180 ms average v-cycle on (B)(4) 2012. There was interference/noise with ventricular short interval count (v-sic) equal to 51.2 counts avg/day, in 165.56 days, between (B)(4) 2011 and (B)(4) 2012.